Event description:
Pt's surestep meter was reading inaccurately low. They reported receiving readings of 12, 33, 8 mg/dl taken at different times. They stated that they did not experience any symptoms with these readings. This case is being reported as a malfunction because the pt would be expected to have altered consciousness with readings of 12, 33, and 8 mg/dl.